Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with blood glucose rising from approximately 196 mg/dl pre-meal to about 399 mg/dl post-meal, and concern that insulin was not being delivered despite the app indicating delivery; a full supply change was performed and the app subsequently showed a downward glucose trend consistent with an infusion set or supply delivery issue. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and education and troubleshooting completed with guidance to monitor for continued improvement. Investigation included review of app-synced pump data and trend analysis after the supply change. Investigation of this case revealed evidence consistent with a prior infusion set or delivery issue that resolved after replacement, as supported by the observed glucose decline following the supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with a transient infusion set or supply delivery issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.